Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause was not provided/unknown. It was reported that the outcome was not device or therapy related. According to ventricular assist device (vad) coordinator, the vad was operating as intended, with no device issues.

Event description:
It was reported that the patient passed away due to multiorgan system failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported multisystem organ failure (msof) and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.